Event description:
It was reported that the jaw pin came out during use. The pin was put back in. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). The micropituitary shaft tip pin is partially pushed out, and the lower static jaw is cracked at the center of the pivot pin. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.